Manufacturer narrative:
Plant investigation: no parts were returned for evaluation. Therefore, the reported failure pattern could not be reproduced. Upon review of the machine files, it was confirmed that alarms #206 and #208 occurred several times. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. A CAPA was opened to address this issue.

Event description:
Contrary to previously reported details, it is unknown if the patient was actively on ECMO support utilizing the novalung console and the xlung kit 230 at the time of their death. Both the cause and date of the patient¿s death remain unknown. However, it was confirmed the patient¿s death was not related to a deficiency or malfunction of any fresenius or xenios device(s) and/or ECMO support.

Manufacturer narrative:
(Clinical review) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ECMO support utilizing the novalung console and the patient¿s death. In the absence of the required information, the cause of the patient¿s death cannot be determined. It is well established critically ill patients on ECMO support carry a high risk of mortality due to underlying pathology and/or the patient¿s response to ECMO support. Despite the cause of death remaining unknown, it was confirmed the patient's death was unrelated to ECMO support and/or the performance of any fresenius or xenios products or devices. Therefore, the novalung console can be excluded as the root cause of this patient¿s adverse event.

Event description:
Contrary to previously reported details, it is unknown if the patient was actively on ECMO support utilizing the novalung console and the xlung kit 230 at the time of their death. Both the cause and date of the patient¿s death remain unknown. However, it was confirmed the patient¿s death was not related to a deficiency or malfunction of any fresenius or xenios device(s) and/or ECMO support.

Event description:
It was reported that a novalung console displayed errors 206 and 208 one hour after a critically ill patient was put on extracorporeal membrane oxygenation (ECMO) support. The operator switched to another flow sensor, but the error(s) persisted and they switched back to the original sensor. In an update provided by the manufacturer, it was reported that the patient expired during ECMO therapy. However, it was stated that the patient¿s death was not related to this complaint or the error. Multiple attempts were made to obtain additional information, and thus far no further details have been provided. The sample is not expected to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ECMO support utilizing the novalung console and the patient¿s death. In the absence of the required information, the cause of the patient¿s death cannot be determined. It is well established critically ill patients on ECMO support carry a high risk of mortality due to underlying pathology and/or the patient¿s response to ECMO support. In the limited information provided, there was no indication the patient¿s death was related to ECMO support and/or the performance of the device(s) or product(s) utilized. Therefore, the novalung console can be excluded as the root cause of this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of a fresenius or xenios product deficiency that may have caused or contributed to this event.